Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One imp,tsv,4.1mm,dual sel,ha (tsv4h11) was returned for investigation. Visual inspection of the returned product identified wear and debris about the implant threads and drive feature. The returned product matched print specifications where measured against production drawing. The customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported that the implant was placed in grafted material after the graft healed within 4 months. After 3 months, the implant placement x-ray showed poor bone adaption. The patient complained of occasional discomfort during the healing phase. Infection and bone loss were noted. The implant was removed and site grafted. The reported complaint of infection and bone loss could not be verified with the information provided and the absence of radiographic evidence. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that the patient had bone loss and infection. The implant was removed.